Event description:
It was reported that the atrial lead exhibited a capture anomaly. The lead was capped and replaced.

Event description:
New information notes that the lead was explanted on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.